Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized with a blood glucose (bg) level of 560 mg/dl was in diabetic ketoacidosis (dka). The customer delivered a bolus of insulin and used insulin injections in an attempt to treat the bg level prior to going to the hospital. The customer was treated in the hospital with intravenous fluids and anti-vomiting medication. The bg and dka were resolved. The customer was discharged the same day. The customer had not reported any device issues and did not know what caused the high bg. The customer declined tandem technical support's offer to troubleshoot.

Event description:
Tandem clinical training manager had contacted the customer and discussed the customer's reported hospitalization. The customer was to try using a different infusion set.